Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead failed to capture and had high impedance measurements. The ra lead was removed and no new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The tines were intact. Visual and x-ray analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.